Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostim ulator (ins) for non-malignant pain. It was reported that the patient had a non-rechargeable stimulator implanted in 2015. They had impedances check which were normal. The patient was reprogrammed so stimulation covered their right low back, buttocks and leg. The patient stated that stimulation was covering all areas of pain. It was reported that the patient fell on or around (B)(6) and they noticed the ins moved in the pocket, causing pinching and pain. They stated that they were going to discuss the situation of the pocket pain with their neurosurgeon, but the patient was satisfied with the results of today¿s visit. The patient¿s issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if surgical intervention was planned, but the rep indicated that they would follow-up for more information. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is scheduling an appointment with a neurosurgeon to discuss their options. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-aug-05. It was reported that the patient¿s implantable neurostimulator (ins) was removed and she now had one ins. The patient also stated that the ¿thing in their bottom¿ wires were redone. There were no further complications reported or anticipated.